Event description:
It was reported that the patient underwent full vns replacement surgery. During product return attempts, it was revealed that the facility discards explanted products.

Event description:
It was reported that high impedance was observed on the patient's vns. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.